Event description:
Healthcare professional reported against the right side "retropectoral breast implant with heterogeneous content and increased density. Lobulation of its contour with siliconized material on the outside, related to intra- and extracapsular rupture without collapse" confirmed via mammogram. Patient was underage at the time of silicone device implantation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "siliconized material on the outside"